Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for competitor pacemaker replacement procedure on (B)(6) 2019. During the procedure, the replacement pacemaker was interrogated with radio frequency (rf) telemetry. The pacemaker was not exposed to any electro-cautery. However, the telemetry to the pacemaker was lost while the device was being implanted. The telemetry wand was used for communication and caused the device to revert to backup vvi mode. The pacemaker was not used and a new pacemaker was implanted. There were no patient consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the physician had to reopen the pocket during the implant procedure on 13aug2019 in order to explant and replace the pacemaker due to reverting to backup vvi.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and no anomalies were found that could help determine the cause of backup operation occurring in the field. The cause of the bvvi was determined to be por related but undetermined what triggered it.